Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional later reported baker grade IV of capsular contracture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles on the surface of the shell. Crease flat observed. Deformation observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional later reported right baker grade IV of capsular contracture. Device has been explanted and replaced.